Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the system powered on, the main cart remained off, while the camera cart displayed a grey bootup screen. The site performed a hard reboot and powered on system via main cart. Both carts powered on normally. The site performed hard reboot and powered on system via camera cart. The site clarified the system was always plugged into the wall. The site performed battery tests: main cart battery was at 100%, 20 min remaining; camera cart battery was at 100%, 20 min remaining; main cart while unplugged was at 80%, 19 min remaining; and camera cart while unplugged was at 85%, 17 min remaining. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, h6: multiple annex a codes were coded for this event. A070803 was coded for the main cart not powering up. A0902 was coded for the grey bootup screen on the camera cart. H3, h6: the system was serviced in the field and no failure was found. B01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.